Event description:
It was reported that stent damage occurred. Following pre-dilatation with a 2.5x15 balloon catheter, residual stenosis was 90%. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment. However, it was confirmed that the stent strut were damage while advancing into the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).